Event description:
Information received with return of the device does not address the patient's clinical status but notes no capture, a low sensing threshold, 240 ohms impedance and lead dislodgement.